Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5145943.

Event description:
It was reported via voluntary medwatch that the patient presented with infection developed. The right atrial lead was explanted. Further information was not provided.